Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and identified potential high impedance within the battery. This device will remain implanted, and the patient will be monitored at this time, until zip telemetry is disabled, at which time device replacement may be scheduled. No adverse patient effects were reported.